Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared a message stating that the pump was too hot and needed to cool down prior to resuming insulin delivery. Reportedly, the pump was in normal temperature conditions. There was a delay in clearing the alarm; however, insulin delivery was resumed. The customer's blood glucose (bg) level was 460 mg/dl and the bg level was addressed with a bolus via the pump.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the reported event could not be evaluated due to usb communications inoperable.